Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: flushing pump had poor water supply. This event is caused by a component failure of pump head. The most likely cause is that the performance of a consumable deteriorated as the number of usages increase. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. These issues are addressed in the instructions for use (IFU): if any section of tube from the pump to the water container is blocked or kinked, the flow rate will be noticeably reduced. Check the tube for kinks or blockages, and should the slightest irregularity be suspected - do not use. Chapter7 maintenance and repair: 7.2 checking the flow rate the pump head is a consumable. Its performance will deteriorate as the number of usages increases. The pump head may have deteriorated if the flow rate is low, if the strength of water flow seems weak or if it takes a long time for water to appear. If the contents of chapter 10 "troubleshooting" do not help you to solve the problem, measure the water flow as shown below. If the water rate is insufficient we recommend that you replace the pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump head was faulty. There was no patient involvement.